Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral, unknown tibial tray. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately 11 months post op due to pain, swelling, and limited range of motion. Pre revision MRI showed itd (iliotibial band friction) and fluid sample showed inflammation. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.